Event description:
It was reported that the patient underwent a thyroidectomy on (B)(6) 2011 and topical skin adhesive was used. On (B)(6) 2011, the patient was admitted to the hospital for erythema and edema. The patient had been taking benadryl for itching since the procedure. The physician was planning on removing the topical skin adhesive. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Narrative: the redness and erythema were directly under the area that the topical skin adhesive covered. The patient also had itching and minimal thick exudate from blister like areas that were cultured with no bacteria found. The topical skin adhesive was removed with vaseline. The patient healed without further complication and has been released from the clinic.